Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by nausea, vomiting, abdominal pain, fever and cloudy fluid. On the same day as the onset, the patient began treatment with vancomycin (2gm, intraperitoneally (ip), given once) and gentamycin (40gm, ip, given once) for peritonitis. On the same day, therapies were discontinued. The next day, the patient was hospitalized for the event. The antibiotic treatment for the peritonitis while in the hospital was unknown. On an unreported date in the same month, the patient was discharged from the hospital and was sent to a long-term assisted care (ltac) center. The patient's pd catheter was removed and the patient was put on hemodialysis. On an unreported date the next month, the patient's pd catheter was placed, pd therapy restarted, and the patient was retrained in aseptic technique. The patient was discharged home from the ltac and recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.